Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During service/repair, it was determined that the device had a component damage. It was further determined that the inner hose was broken causing the device to run hot. It was further determined that the device failed pretest for temperature assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device ran hot. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.